Event description:
User facility reported an attempted novasure endometrial ablation with 2 disposable novasure devices. The procedure was abandoned following multiple unsuccessful cavity integrity assessment (cia) tests and a perforation at the left cornua was confirmed on post hysteroscopy. No treatment was needed for the perforation and the pt was discharged home. During follow-up on (B) (6) 2010, the physician reported the pt was seen yesterday and she is doing "fine".

Manufacturer narrative:
Additional lot #: 09k01ra, (B) (4), expiration date: 11/01/2010, manufacture date: 10/01/2009. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the two disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).